Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was displayed service code 204 (belt/monitor unusable), service code 105 (pulse test fault) and failed incoming functional testing. The cause for the failure was the u409 can transceiver on the computer/analog board and the insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca were shorted. Additionally, a review of download data indicates that the monitor reset after delivering a pulse during distributor functionality testing. The root cause for the shorted components could not be positively identified. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.